Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material could not be identified. The brush was unable to be passed though. Therefore, the foreign material was possibly not removed since the reprocessing was not conducted properly. The instructions for use states the detection methods associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection." And the prevention methods in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the biopsy channel and suction cylinder. There were no reports of patient involvement.